Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. The physician insisted on using an expired hospital owned triclip steerable guide catheter. The procedure was completed without issue. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported deviation from the IFU is associated with the use of an expired tsgc by the physician during the triclip procedure, despite being aware that the device is expired. There is no indication of a product issue with respect to manufacture, design or labeling.